Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change-out, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2017. There were no adverse patient events. The patient was stable post-surgery.